Event description:
Philips received a complaint on the efficia dfm 100 defibrillator monitor indicating that defibrillator did not deliver charge. There was no patient involvement. Available details indicate that during the shock test, defibrillator did not deliver any shock on fluke tester. When the customer performed the test with another fluke tester, the device function was normal. After that the customer again performed the shock test using first fluke tester and no failure was observed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.